Event description:
It was reported that the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced over fill. The following information was provided by the initial reporter: collections area coordinator for area has had some reports from her collectors today that the latest batch of tubes are overfilling. The lab conformed tubes are overfilling by 1.5 ml. Customer has been shown fill diagram- and currently awaiting response to ensure minimum fill has not been confused with maximum fill as it is unlikely and additional 1.5ml would fit in the tube. The issue has been documented across several sites. Lot no: 9007800 and expiry date is 31/10/19.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced over fill. The following information was provided by the initial reporter: collections area coordinator for area has had some reports from her collectors today that the latest batch of tubes are overfilling. The lab conformed tubes are overfilling by 1.5 ml. Customer has been shown fill diagram- and currently awaiting response to ensure minimum fill has not been confused with maximum fill as it is unlikely and additional 1.5ml would fit in the tube. The issue has been documented across several sites. Lot no: 9007800; expiry date is 31/10/2019.